Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction foreign material in the auxiliary water channel could not be established and the cause of the malfunction a burned c-cover was the use of a high energy treatment device without maintaining a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: does the customer have any idea about what the foreign material is? If you have a photo of the foreign material, show customer the photo and ask -no, did the customer flush the auxiliary water channel with water? -unknown, did the customer flush the auxiliary water channel with the detergent solution? -unknown should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material present in the auxiliary water channel and a burned c-cover. There was no patient involvement.